Event description:
It was reported, the patient's lead broke and was replaced in 2008. The following year, the incision was infected and didn't heal after the surgery. The lead to the wire behind the patient's ear was exposed. There were no abnormalities reported in the "hemogram". The patient was treated for the infection. Two months later, the patient again was infected after surgery at the lead cap on the top of her head. The cause of the infections was unknown. Due to continual infections, the system was explanted. No additional symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.